Event description:
It was reported that a catheter leak occurred. During an cardiac ablation procedure to treat idiopathic ventricular tachycardia in the left ventricle an intellanav mifi open-irrigated catheter was selected for use. It was noted that the generator had reached 40 degrees celsius and a high temperature error message was observed after several ablation attempts. It was also noted that the catheter was leaking irrigation fluid from the tubing connected to the catheter handle. The procedure was completed by replacing the catheter with another of the same model. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
The reported failure was confirmed by investigation analysis. Visual inspection noted torn adhesive and irrigation tubing at the proximal end of the adhesive joint connected to the luer fitting. Dried body fluid and dried saline were found on the handle and distal end. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The torn adhesive and irrigation tubing would limit the volume of saline exiting the irrigation ports to cool the catheter tip during ablation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The complaint investigation conclusion code is design inadequate for purpose.

Event description:
It was reported that a catheter leak occurred. During an cardiac ablation procedure to treat idiopathic ventricular tachycardia in the left ventricle an intellanav mifi open-irrigated catheter was selected for use. It was noted that the generator had reached 40 degrees celsius and a high temperature error message was observed after several ablation attempts. It was also noted that the catheter was leaking irrigation fluid from the tubing connected to the catheter handle. The procedure was completed by replacing the catheter with another of the same model. No patient complications were reported and the patient's current condition is fine.